Manufacturer narrative:
The company rep observed that the battery statistics indicate that the discharge started on (B)(4) 2011 at 4:42 and ended on (B)(4) 2011 at 11:36 when he connected the unit to ac power. The customer rep added that according to the customer, the unit was inadvertently plugged to a nonfunctioning ac outlet. The company rep tested the low battery alarm and confirmed that the "low battery" message was displayed on the screen and the audible alarm was generated. Additionally, the company rep replaced the batteries. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown when batteries were depleted. The pt was switched to another unit and therapy was continued. No pt injury was reported.